Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mixer assembly assembly defective. Correction: replaced the mixer assembly.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: we checked & found this unit show "technical event 231013". We try to test & calibrated in the service software. After that we found the same problem. Then we try to replaced with a new mixer assembly & have full calibration. After that this unit can be used normally.